Event description:
It was reported that when the physician unpacked the product, and took the protective sheath off of the stent, the stent remained in the sheath. No additional information was available.